Manufacturer narrative:
D314drg ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day of the patient¿s device change out procedure it was noted that a high atrial threshold measurement on the atrial lead had occurred the day before. The lead remains in use. No patient complications have been reported as a result of this event.